Event description:
Caller states that the pt tested 4.6 inr on the coaguchek s system and 3.5 inr on a comparison lab. Medication was adjusted based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.